Manufacturer narrative:
Mms-disp MDR supplemental1(device evaluation) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined drawer failed. Matrix drawer 1 and full height cubie drawer 5 were initially not detected on the bus. The station was powered down, and the back panel was removed to access all drawers. All cables for both drawers were reseated. After powering the station back on, the matrix drawer was operational, but the full height cubie drawer remained off the bus. The station was powered down again, and the drawer board, retractor band, and pyxibus controller board for the full height cubie drawer were replaced. Upon arrival, fh drawer 5 in the main was still not detected on the bus. Using the hardware test application, it was confirmed that the hardware was detected but not yet configured. Additionally, the drawer failed to detect open or closed status due to a missing magnet in the latch inseparable magnet. Once the magnet was replaced, the drawer correctly registered open and closed states. The drawer was then configured in the application, and service was fully restored.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.